Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited intermittent far-field r-wave over-sensing and automatic mode switch episodes. Interventions were not made at this time. There were no consequences to the patient. The patient will continue to be monitored.